Manufacturer narrative:
H6: no evaluation was performed as the product was not returned. Therefore, no conclusion can be drawn.

Event description:
Two titanium screws broke two weeks post-op and were removed. Surgeon replaced them with stainless steel 7 hole plate, but left the two broken screws in place.